Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals, the stardrive tips are twisted approximately 15-20 degrees in the direction of tightening a screw and the corners of all 6 tips are worn down. The device is made from custom 465 stainless steel, which is a standard material for synthes screwdriver shafts. The set using this screwdriver shaft is the 1.5 mm lcp mini frag system. Due to the small torque values required to insert the 1.5 mm screws, there is no torque limiter in this set to regulate the amount of torque applied to the screwdriver shaft. Since these instruments are used repeatedly, the actual rate based on usage would be lower. The design was reviewed, and is adequate for its intended use and did not contribute to this complaint condition. This complaint is invalid from a design perspective. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.

Event description:
It was reported that during an open reduction internal fixation (orif) of a finger, the surgeon was tightening down on the screws in the bone and the screwdriver fell out of the head of the screws. The screwdriver kept slipping out. The surgeon attempted again to tighten and the screwdriver twisted and the tip stripped, nothing was broken. The procedure was prolonged about 15 minutes because of this incident. The surgeon used a shorter back up screwdriver to successfully complete the procedure. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
The original date of awareness is (B)(6) 2012.